Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and b5 should have been reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber and has experienced headaches, sinus infections, malaise and nausea. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received and b7 was updated with health history. Additional information was received and section h6 was updated with the appropriate health effect - clinical code and type of investigation, investigational findings and investigational conclusion was corrected to reflect a initial only report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber and has experienced headaches, sinus infections, malaise and nausea. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported received information alleging issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section g3 was corrected to reflect the bad when the new information was received.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.